Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated that she had to go to the emergency room (ER) because she had low glucose. She indicated screamed for someone in the building to call 911 and before she could treat herself with soda, she passed out. When the paramedics arrived, they transported her to the hospital where it was indicated that her blood sugar was low. There was no allegation against the device as the patient stated they were unsure of what the device was displaying at the time of event because she was unconscious. At the time of contact, the patient was feeling better. No additional patient or event information is available.